Event description:
Boston scientific received information that on 1 /12/11, dr (B)(6) performed the removal of the entire system for infection. A new one was implanted. Original implant date: (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)